Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a lost pump and also mentioned that their blood glucose was 500 to 600 mg/dl. Customer treated with juice and food. No further details given.